Manufacturer narrative:
One used cadd-legacy® 1 ambulatory infusion pump was received for investigation. A visual inspection found no damage on the pump. Multiple "high pressure" alarms were found in the event history log. Flow testing was performed and the device failed the occlusion test; the results were out of specification. A faulty downstream occlusion sensor was determined to be the root cause for the failure. A root cause for the faulty sensor could not be determined. The complaint was confirmed.

Event description:
It was reported that a cadd-legacy® 1 ambulatory infusion pump exhibited "wrong cassette" messages. No injury was reported.